Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of noise. Another shock was delivered approximately two weeks after the first shock episode. Technical services (ts) reviewed device data and found the patient had a sudden heart rate and morphology change which appeared to be slow ventricular tachycardia (vt). While the device was charging, there were unusual artifacts present. The vt self-terminated, then railing noise was observed, and the patient was subsequently shocked. It was noted the patient's cell phone was nearby during the first shock episode. Ts observed no magnet detections by the device proximal to therapy. Ts recommended replacing this s-ICD system. Ts also recommended to consider using a holter prior to generator change to detect how often the patient goes into this rhythm. Currently, this electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.